Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." This is report one of six reports (3007042319-2016-01432, and 01433) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that patient was schedule for smr upgrade and was complaining about power switching. After examination of the controller, it was seen that the 2 power port were loose. Primary controller was exchanged; con 187592. Also, battery as requested after log files was exchanged; bat206697. Patient was discharged. No additional information provided.

Manufacturer narrative:
The reported power switching with the returned battery was confirmed; however, the reported loose connector with the returned controller was not confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported loose connector was not confirmed; there were no external abnormalities noted with the connectors. The reported power switching event was confirmed via review of the controller log files, which revealed several instances of premature power switching events involving (B)(4) logged with controller (B)(4); this controller did not have the smr upgrade. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Heartware has opened an internal investigation to evaluate these communication errors. In addition review of the controller log files for (B)(4) revealed one instance of power switching (B)(6) 2016, after the reported event date with a relative state of charge (rsoc) greater than 202. Rsoc values greater than 202 indicate that the battery was disconnected at some point within the preceding 15 minute interval. This observation is considered not related to the reported event and was most likely caused by a momentary disconnection of the battery. The most likely root cause of the reported power switching event can be attributed to a communication error between the controller and the batteries. The reported loose connector was not confirmed; there were no external abnormalities noted with the connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.